Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was returned to the manufacturer for analysis. Confirmed issue that mobile view station (mvs) powers off. Battery cartridge does not hold charge. Failed 5 min load test in 45 seconds. Battery cartridge replaced which resolved issue. System checkout performed and passed all tests. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the mobile view station (mvs) was not staying powered on when unplugged from the wall outlet. The imaging system stays powered on, but the mvs shuts off. Issue discovered prior to surgery during set up. No patient present when the issue was identified.